Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant at tooth site 16 fractured at the connection, and was removed. No other implant was placed during the same procedure.